Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing/condition issue. This complaint is against the battery cap alone. The reporter stated that the battery cap wouldn¿t screw all the way on to the pump and that it looked like pieces had chipped off of the threads. The reporter denied moisture and corrosion to the pump. Reportedly, the patient had never changed the battery cap; the user guide recommends changing the battery cap every six months. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.